Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Piechowiak ei, kaesmacher j, zibold f, et al. Endovascular treatment of tandem occlusions in vertebrobasilar stroke: technical aspects and outcome compared with isolated basilar artery occlusion. Journal of neurointerventional surgery. 2020;12(1):25-29. Doi:10.113 6/neurintsurg-2019-014825 medtronic literature review found a report of patient complications in association with solitaire mechanical thrombectomy procedures. The article does not state any technical issues during use of the solitaire device. Solitaire devices used included 4¿20 mm, 4¿40 mm, and 6¿30 mm stent retrievers. The purpose of this article was assess technical aspects of endovascular treatment, safety, and clinical outcome of basilar artery occlusion (bao) due to a tandem lesion (bao combined with a proximal stenosis) compared with that for isolated baos with or without underlying intracranial stenosis. Of 52 patients enrolled in the study, 15 (28.8%) had a tandem occlusion and 37 (71.2%) had a single bao. Fourteen patients with a single bao had an underlying intracranial stenosis of the ba at the level of the occlusion and 23 had a single embolic bao without underlying stenosis. The following intra- or post-procedural outcomes were noted: - mortality occurred in 18 patients (3 tandem occlusion, 5 single occlusion with intracranial stenosis [ics], 10 single occlusion without ics). - distal emboli occurred in 11 patients (7 single occlusion with ics, 4 single occlusion without ics). - symptomatic intracerebral hemorrhage occurred in one patient (single occlusion). Symptomatic intracranial hemorrhage was defined as any parenchymal hematoma, subarachnoid hemorrhage, or intraventricular hemorrhage associated with worsening of the nihss score by =4 within 24 hours. - the mean and range of mrs scores after 3 months were respectively 3.07 and 1-6 for tandem occlusions, 4 and 1-6 for single occlusion with ics, and 4.19 and 0-6 for single occlusion without ics. Seventeen patients mrs score after 3 months was 0-2.